Manufacturer narrative:
The pump passed the sleep current measurement, and active current measurement test however, pump error 75 alarm was triggered during the self test and pump error 25 alarm occurred during testing. The pump also experienced an unexpected unsafe shutdown after the battery was removed. Upon the next pump power-up (after the unsafe shutdown) the pump alarmed pump error 68, pump error 49, pump error 23, power loss, set time, and active insulin cleared (normal alarm sequence for power-up after an unsafe shutdown). The trace and history files were successfully downloaded using thump. A review of the pump history file shows on 7/10/2024 there were two (2) pump error 75 alarms (17:07 and 17:12), four (4) pump error 25 alarms (03:00, 07:00, 07:05, and 11:00), two (2) pump 23 alarms (17:25 and 17:26) , two (2) pump error 68 alarms (17:15 and 17:26), and two (2) pump error 49 alarms (17:15 and 17:26) that occurred. The pump was cut open for a visual inspection. Found the j6 connector (internal battery) not plugged in properly on pcba 1. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. Plugged the j6 connector on pcba 1 in properly and the pump passed the self test. Removed the primary battery and no evidence of an unsafe shut down occurred. This verified the unplugged connector was the root cause of pump alarms. The pump successfully paired to a gl3 transmitter and an android mobile app. No pairing anomaly noted. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad. Pump error 23 alarms, pump error 49 alarms, pump error 68 alarms, pump error 25 alarms, and pump error 75 alarms are all confirmed due to the pcba 1 j6 (internal battery) connection was not plugged in properly. Unable to pair (device not found) with a transmitter and the mobile app anomalies are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, pump error 49, pump error 68, pump error 25, no communication pump to the transmitter, no communication pump to mobile, and the device test failed. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Assisted with steps to pair and the pump was able to link to the device. Assisted with steps to pair and the pump was able to link to the device. The customer reported receiving pump error 23. The customer was able to clear the error and complete the rewind process. The pump was recently stored without a battery for 8 hours or an error occurred immediately after the battery change. The customer reported receiving a pump error. Customer was able to clear the error and fill the cannula delivery test was successful. The error table did not indicate that the pump should be replaced and the pump passed the self test and the self test had been done twice and didn't pass the 2 test. The customer was not using the quick bolus speed feature on an impacted pump. The customer reported receiving a power error detected alarm. The customer was able to clear alarm and complete the rewind but troubleshooting did not resolve the issue. No harm requiring medical intervention was reported. The customer will discontinue to use the device. Mmt-1886 was requested and the customer response was the device will be returned.